Event description:
It was reported that at the implant procedure the atrial lead dislodged while the physician placed the right ventricular (rv) lead. Upon examination, the physician noticed the atrial lead tip was damaged. The lead was explanted. No patient complications have beenreported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The proximal co nductor of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. The analyst commented, lead was returned with the helix fully retracted. Helix was able to be extended and retracted within specification. (B)(4).